Event description:
The customer reported the tube's pilot balloon seam failed within 24 hours of being placed in the patient and the staff was alerted to the failure by volume alarm on the ventilator. A non-routine replacement of the tube was required. The caller stated that it is their policy to change patient's tubes every two months.